Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device experienced shortness of breath, edema, and fluid overload. On an unreported date, the pt was hospitalized for the events. Treatment was not reported. It was unknown if the pt was on the hc device when the issues leading to hospitalization occurred. It was not reported whether an iipv ( increased intraperitoneal volume) event had occurred. The outcome was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The patient was hospitalized in (B)(6) 2014. It was reported that the patient also experienced fluid in the lungs and fluid in the heart. The patient was hospitalized for one week before being discharged. The patient was treated with unspecified antibiotics and pd therapy was changed (details not reported). It was reported that the fluid overload was related to patient non-compliance. No additional information is available. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty. Also, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.